Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code(s) for this report include hwc. No sample was returned for evaluation. A review of the device history record did not show conditions that could have contributed to the reported event. Product development event evaluation reveals, this issue was previously evaluated and deemed valid. An internal action has been opened to address this issue.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the surgeon inserted the nail and while inserting the helical blade, the instrument become stuck half way. Surgeon removed the blade and reamed and re-inserted the nail and the blade would not go into the nail. Surgeon removed the blade and pulled the nail part of the way up and discovered the locking mechanism was in the down position. Surgeon used flex driver to open the locking mechanism, inserted the nail and blade and completed the procedure. Additional time was only 10 to 15 minutes.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.

Event description:
This is report 1 of 1 for this complaint (B)(4).